Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has not been returned; a retain cartridge sample from the same lot has been evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was emitting loss of prime warnings after which the patient experienced low blood glucose (bg), down to 37mg/dl with feeling hot, crankiness, and sleepiness. The patient reportedly consumed food to treat the low bg. The reporter stated that with each loss of prime, the patient was disconnected and the pump was re-primed, then the patient was reconnected and a fill cannula step was performed. Customer technical support advised the reporter that the fill cannula step does not need to be performed unless the tubing is being changed, and there is already insulin in the cannula if using the same tubing, therefore performing the fill cannula with each loss of prime results in the patient receiving additional unintended insulin. Troubleshooting indicated the insulin vial was not being pressurized during cartridge filling and the cartridge plunger was not being cycled properly. This complaint is being reported due to the allegation that the patient experienced hypoglycemia related to use error of the cartridge.